Manufacturer narrative:
1. The customer has returned a defective sample. The sample shows that the end cap is normal, and the septum is off. 1) check the sample under the purple light, and confirm that the assembly position of the septum is not abnormal, and the distribution of uv adhesive in the catheter hub is less, but it meets the product specifications. Please see attachment for the photos. 2. DHR review and retained sample analysis are not performed as the batch code (3353175) of this complaint is wrong. 3. Cause analysis: 1) sku#383069 is a product with y pp connector, which has not been declared to be used for high-pressure injection. 2) the septum and the catheter hub are bonded by uv adhesive, the amount of adhesive is controlled by time and pressure, after the adhesive is cured, there are visual inspection systems to conduct 100% detection, which will automatically identify and remove defective products. The visual inspection systems are challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. Conclusion(s): the returned sample shows that the end cap is normal, and the septum is off. Since the assembly position of the septum is not abnormal, the distribution of uv adhesive in the catheter hub meets the product specifications, and the product (sku#383069) has not been declared to be used for high-pressure injection, so the root cause of the septum falling off may be related to the wrong use of the product.

Event description:
No additional information provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii y 22gax1.00in prn had leakage with power injection. The following information was provided by the initial reporter translated from chinese to english: "if the white end cap loosens and cracks during high-pressure injection, a green claim is required, a complaint reply letter is required, a complaint acceptance letter is required, and the sample can be returned. Employees need product quality inspection reports and explanations for the incident."